Manufacturer narrative:
Additional information: the device was used during arteriovenous fistula (avf) treatment. It is unknown how the balloon was inflated and what inflation fluid was used. No prior inflations were conducted. The device did not pass through a previously deployed stent. There was no resistance noted when advancing the device. A pinhole burst had occurred at 12 atm. The balloon did not fragment and the balloon was intact on removal. There was no vessel injury noted. A poba was conducted to complete the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to use an in.pact pacific for patient treatment. IFU was followed. It was reported that balloon burst/rupture occurred. All fragments of the balloon were retrieved. No further treatment was required. No patient injury was reported.